Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with a hematoma at the pocket site post-generator changeout procedure. The physician evacuated the hematoma and the implantable cardioverter defibrillator was continued to be used. The patient was in stable condition.